Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.

Manufacturer narrative:
Analysis information -- 2017 (B)(6) 20:47:46 cst pli# 20 product ID# 3058 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis information -- 2017 (B)(6) 22:16:09 cst pli# 30 product ID# 3889-28 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the {x} conductor(s) was/were broken in the body of the lead; {x} cm from the {distal/proximal} end of the lead. Analysis determined the lead was twisted. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis results.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l9lg, product type lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins). Patient had a seizure and fell down on their device. They went to the clinic and the nurse performed an impedance check and resulted in all electrodes coming back over 4000 ohms. As a result of the event, the patient's system was explanted and replaced. No further patient complications have been reported as a result of this event.